Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the med application was not launched due to software malfunction. A technical support specialist reinstalled the remote support service agent application and modified the file path to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the application did not launch and was stuck on a blue screen, preventing users from accessing medications. The customer reported a delay in patient care, as the user had moved the patient to another station. There were no adverse events or injuries reported based on this incident.